Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Investigation results were based on device history records. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are currently no other similar complaints within this batch. The assessment for reportability for this adverse event was based on patient harm, revision. Conclusion/preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary.

Event description:
It was reported that there was an issue with nh052t - plasmacup sc size 52mm. According to the complaint description, since (B)(6) 2009, the joint had a tendency to dislocate. The original total hip arthroplasty (tha) procedure had been performed on (B)(6) 2009. During the initial surgery, the cup seemed to be "twisting backwards". A revision was required and completed on (B)(6) 2023. There was no problem with the stem side, so it was not replaced;however, after the cup was removed and replaced with a dual mobility type (non aesculap), there was no longer any tendency of dislocation. The adverse event is filed under aag reference (B)(4). Involved components: nh473 /sc/msc pe-insert 28mm 52/54 asym. - lot 51408164 (400628036) nj133k / isodur prosthesis head 8/10 28mm l - lot 51538044 (400628037).

Event description:
Involved components: nh473 /sc/msc pe-insert 28mm 52/54 asym. - lot 51408164 (400628036) nj133k / isodur prosthesis head 8/10 28mm l - lot 51538044 (400628037).

Manufacturer narrative:
Update: investigation previously reported. Conclusion and root cause: according to the customers information, the dislocation was due to improper angle of the previous cup during implantaion.